Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis allergic ('allergic or hypersensitivity reaction, rashes,rashes on my stomach and legs,chronic rashes'), tooth repair ('dental problems: tooth repair'), pregnancy with contraceptive device ('pregnancy with complications'), device dislocation ('malposition of essure device, migrated in tubes; migration of essure device, migrated in tubes') and pre-eclampsia ('high blood pressure pre-eclampsia') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multi gravida, parity 5 (B)(6)1998,(B)(6)2002,(B)(6)2010,(B)(6)2010,(B)(6)2012), umbilical cord around neck and preterm labor. Previously administered products included for an unreported indication: depo provera and citalopram. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6)2010, the patient experienced dermatitis allergic, alopecia ("hair loss") and allergy to metals ("nickel allergy") and underwent tooth repair. On (B)(6)2011, the patient experienced device dislocation, 1 year after insertion of essure. In (B)(6)2012, the patient was found to have a pregnancy with contraceptive device. On an unknown date, the patient experienced pre-eclampsia and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pre-eclampsia, dermatitis allergic, tooth repair, dysmenorrhoea, alopecia, allergy to metals and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, dermatitis allergic, device dislocation, dysmenorrhoea, pre-eclampsia, pregnancy with contraceptive device, tooth repair and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2020: pfs,mr and social media received: dental problems was updated from tooth repair. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device, migrated in tubes; migration of essure device, migrated in tubes') and pregnancy with contraceptive device ('pregnancy with complications') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multi gravida, parity 5 ((B)(6) 1998, (B)(6) 2002, (B)(6) 2010, (B)(6) 2010, (B)(6) 2012), umbilical cord around neck and preterm labor. Previously administered products included for an unreported indication: depo provera and citalopram. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash ("allergic or hypersensitivity reaction, rashes,rashes on my stomach and legs, chronic rashes"), tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pre-eclampsia ("high blood pressure pre-eclampsia"), dysmenorrhoea ("dysmenorrhea(cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pre-eclampsia, rash, tooth disorder, dysmenorrhoea, alopecia, allergy to metals and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, device dislocation, dysmenorrhoea, pre-eclampsia, pregnancy with contraceptive device, rash, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : previously reported event "injury" was deleted and was updated to new events. Following events were added : rashes; dental problems; dysmenorrhea; hair loss; malposition of essure device : migrated in tubes; nickel allergy; pregnancy with complications; device ineffective, weight gain, pre-eclampsia, plaintiff did not undergo essure confirmation test. Historical drugs and medical history added. Reporter information added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.